Event description:
The dental implant fx6008swc was removed on (B)(6) 2017 5 months after implantation due to failure to osseointegrate. The patient has no significant medical history and may need another surgical intervention.